Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion located in the mid right coronary artery (rca). The stent became dislodged before reaching the target lesion and was observed in the mid rca. The stent was not removed after dislodgement; instead, it was crushed against the vessel wall using two additional onyx trucor stents¿one distally (3.5mm × 15mm) and one proximally (3.5mm × 18mm) with adequate overlap to prevent stent migration and further complications. Subsequently, the distal rca lesion was successfully treated with a non-medtronic stent.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion had mild calcification of 20%, was extremely tortuous and had 100% stenosis. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated using a non-medtronic 2.00mm x 15mm semi-compliant balloon several times. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device. No excessive force was used when advancing the device. There were no issues noted with the two additional onyx trucor stents used to crush the dislodged stent against the vessel wall. Image review: procedural images confirm an occlusion in the mid-rca. Loading of the procedural wire resulted in flow to the distal rca. Images confirming the pre-dilation activities or the attempted delivery of the onyx trucor stent were not provided. But a dislodged stent is visible in the proximal to mid vessel. Additional activity shown on the images show jailing the stent with additional stents. The delivery of the stent was not captured on the images therefore the cause of the dislodgement was not confirmed on the images. Correction: annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.